Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive pump error alarms and also had a blank screen display. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected power supply test failed during self-test error or main arm failed self-test alarms noted. Detailed trace analysis shows the insulin pump alarmed low battery and the power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior; after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board, the insulin pump was monitored and functioned properly. The test energizer battery was then removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes and more than 10 minutes and powered up properly after insertion of the battery. No blank display noted. Performed a safe shut down of the pump and then powered the pump back on. No unexpected post-reset ram crc alarm, history pointers are corrupted alarm or trace pointers are invalid alarms were noted. The battery tube power connector is properly connected to j7 printed circuit board during visual inspection. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.